Event description:
It was reported that the vertical lift on the 8800 system will not go down. There was no report of pt injury.

Manufacturer narrative:
Customer cancelled the service call. Service call closed.